Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that during the installation training of a rad-57 using a rainbow dci sensor, 5 different healthy persons have been tested and the spco ranged from 4 to 7% whereas clinicians/end users were expecting 0. Based on customer's experience with other device (that they have in their facility), it seems that the readings may be high. No known impact or consequence to patient.